Event description:
It was reported that the device reached early battery depletion. It was further reported that the device did not alert for elective replacement indicator (eri) despite being at eri for "several days." The outputs had been nominal until (B)(6), when atrial capture management increased atrial output. Right atrial (ra) lead thresholds remained normal. The device was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. The device was returned and analyzed. The device met 92% of expected longevity. Without the history of the programmed settings throughout its service life, there is no way to determine why the longevity did not match the predicted model. Concomitant product. 419688 lead, implanted: (B)(6) 2011. (B)(4).